Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check was performed with the customer and cause of occlusion was not identified. Customer changed pump supplies to resolve the blockage.